Event description:
It was reported that after about 1 day of use, there was leak alarms noted on the iabp. Another pump was used but the alarms persisted. The catheter was then removed. There were no reported pt complications.